Manufacturer narrative:
The device was returned. The proximal pull tab section of the sheath with the locking mechanism was severed and not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the coil was entangled on itself and the sheath and core wire. The proximal pull tab section of the sheath with the locking mechanism was severed and not returned. Located 42.0 centimeters off the distal tip of the green introducer the coil protrudes outside the sheath. No mechanical or other damage was found at the protrusion site or the remainder of the sheath. The coil was returned entangled, knotted, and damaged. Due to post-procedural cleaning, handling, and packaging for return which entangled, knotted, and may have damaged the coil, it cannot be determined when this damage to the coil occurred. Located at the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges raised above the surface plane. No manufacturing or material defects were found. The complaint of the pre-score rupture is confirmed. The most likely root cause of the pre-score rupture may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which severed the proximal section of the sheath, and may have damaged a portion of the coil, and caused it to protrude outside the sheath. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the severed section of the sheath, the unidentified microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It is unknown when some of the additional damages found in failure analysis occurred as there was no mention of further device damage after the event. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that the sheath of the deltapaq ((B)(4)) split open when it was removed from the protective hoop. The sheath split from the proximal end to the middle. The coil came out of it and could not be used on the patient. There was no significant clinical delay to the procedure. The doctor used other coils to finish the procedure. When the product was returned product analysis noted that the coil was entangled on itself and damaged.